Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that customer had unspecified issues with blood glucose levels and went to the emergency room. No additional information was provided. Multiple attempts were made by Tandem Technical Support to obtain additional information; however, the customer did not respond.